Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 324 mg/dl after being disconnected from the ilet for approximately one hour during a supply change, and the user¿s glucose later returned to range per outcome reports following troubleshooting and education. Symptoms included high blood glucose. Outcomes included no reported injury, no medical intervention beyond routine self-management, and return to glucose in range. Investigation included review of device usage history and outcome data. Investigation of this case revealed no device malfunction or component failure, and the event was consistent with hyperglycemia associated with temporary interruption of insulin delivery. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to user circumstances rather than a device defect. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.